Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was exhibiting crosstalk in which the atrial channel was displaying a larger amplitude than the ventricular channel for a ventricular pacing signal. A previous x-ray confirmed that the lead was not dislodged. Technical services was called and intervention was discussed but not made as of yet. There were no patient consequences.